Manufacturer narrative:
Product event summary: the battery charger and battery were returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned battery charger revealed that the device passed visual examination and functional testing. All four ports of the battery charger were able to properly charge a battery during bench testing. As a result, the reported battery charger port not charging/red indicator light event could not be confirmed. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge or provide power to a controller. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. A review of the battery's internal gas gauge log revealed that the maximum temperature recorded did not surpass the thermal cutoff's temperature limit. This finding suggests that the thermal cutoff fuse was faulty. As a result, the reported battery not charging and not recognized on the controller events were confirmed. When a battery's thermal cutoff fuse is open, the battery will not charge and the battery charger indicator will display solid red. This likely explains the reported battery charger not charging/red indicator light event; however, this would not have persisted upon changing the battery, as was reported. The most likely root cause of the reported event can be attributed to a faulty battery thermal cutoff fuse, preventing the battery from charging or providing power to a controller. Additional products: serial #: (B)(4); concomitant medical products: yes; return date: 07-feb-2019; device evaluated by MFR: yes; dev rtn to MFR? Yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date:07/31/2017, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one battery was not recognized by the controller when connected to port one. The battery will be exchanged and the controller remains in use. No patient complications have been reported as a result of this event.